Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a keyboard firmware update was needed. A field service engineer confirmed that the issue was rectified through a reboot and also validated that the previously installed keyboard firmware update had resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, had a keyboard failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.